Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Polyethylene swap. Update from sales rep 10/06/2015: as per the surgeon, due to patient activity, patella dislocated. A thicker poly was implanted to increase stability.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon cr insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates that the device has minimal wear consistent with in vivo use and explantation damage. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: based on the visual inspection the returned device indicates that the device has minimal wear consistent with in vivo use and explantation damage. The surgeon implanted a thicker insert in order to increase the instability in the joint. Further information such as: revision implant sheets, x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Polyethylene swap. Update from sales rep 10/06/2015: as per the surgeon, due to patient activity, patella dislocated. A thicker poly was implanted to increase stability.